Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they felt the shocking was every 1-1.5 or 2 hours.

Event description:
2025-sep-01: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are locked out of every program except one. Patient stated they can't adjust the stimulator to go up and when they adjust it down it stays at that level and they cannot bring it back up to the level it was at. Patient mentioned they met with their manufacturer representative (rep) and they wrote a few new programs for patient. When patient went back in to increase the intensity, they could not raise the intensity so they lowered things thinking that it would lag a little lower and then it would raise back up but it doesn't allow them to increase. Patient stated they turned the neuro sense feature off trying to make adjustments but they can't increase the stimulation. Patient stated the rep told them to call for assistance. Agent confirmed ins is 90% charged. Agent asked if there was a service code attached to the message and patient no. The patient was seeing therapy increase not available. Agent reviewed meaning of oor message and recommend patient consult with healthcare provider (hcp) office and rep. Agent sent email to rep. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider/rep to further address the issue. (B)(6) 2025: additional information was received from the patient. They reported that they felt a zap on their back last week and pt added that the device stopped working because the pain they felt was 'through the roof'. Pt said that the device was charged as they have just charged it yesterday. Pt said they tried changing intensity, group and the implantable neurostimulator (ins) battery discharges but they were not feeling any stimulation. Pt mentioned that they were unable to walk. Agent had pt access the stim app, pt turned on the stimulation and was in group a; ins 50%, communicator 90%. Pt said they were not feeling stimulation even though neuro sense was turned off. Agent had pt increase the stimulation but pt reported oor message; pt mentioned that a manufacturer representative (rep) reprogrammed their device about a month ago. Agent asked pt to try changing groups during the call, but they said that they have tried changing it before and does not want to waste time. Pt mentioned that they have set-up an appointment to meet with a rep but may be rescheduled to meet at the healthcare provider (hcp) office. Pt said they will call the rep to confirm the details of the upcoming appointment. Agent redirected the pt to hcp/rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.